Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3 (¿not returned to manufacture¿ was selected by mistake on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device was leaking during user handling and water invaded the device, causing abnormality in electrical components and error message was displayed. The event can be prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image. - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. - leakage testing of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed. There was no image on the device and leaking at the ethylene oxide valve and between the scope cover/body control unit. There was heavy fluid invasion found on the bending section cover, body control unit, and connector. There was a deep dent on the insertion tube and a failed ring gauge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue and an error 315 code when using an evis exera iii bronchovideoscope. The issue occurred during preparation for use for the intended procedure. There was no patient harm associated with the event.